Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan, a distal type I endoleak was identified coming from the left iliac limb. The physician stated that the patient's very short left common iliac artery with inadequate seal length contributed to the event. The patient was treated. The physician embolized the left internal iliac artery and implanted an endurant limb down to the external iliac artery, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: review of CT¿s from 3 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest left renal artery, and the stent graft proximal od measured ~22mm, and 10mm lower was 23mm. The ipsi limb was positioned within the distal right common iliac artery. The contra limb was implanted proximally into the gate; however, the distal contra limb was seen within the distal aaa sac and not within the left common iliac artery. The max diameter aaa measured 4.5cm and there was a distal type I endoleak from the left limb. The contra limb distal od measured 12mm, and the aaa diameter at that location was 27mm. The distal aorta measured 25mm. The lcia was 9 ¿ 10mm in diameter, calcified, and was ~1cm in length. The left external iliac artery diameter was 8mm. The exact cause of the left limb pulling out of the left common iliac artery, resulting in the distal type I endoleak could not be determined from the images provided. The pre-implant anatomy and earlier post-implant films were not available for review and comparison. It is likely that the currently short common iliacs may have contributed to the endoleak. There may have also been disease progression.